Event description:
It was reported that a stent dislodged. A 2.50 x 20mm synergy xd stent was advanced, but could not cross the lesion, and the stent dislodged. No patient complications resulted in relation to this event.